Event description:
During a check-out procedure at the manufacturer's service center, the device's leak volume was found to be decreased. The device was not in patient use. The device failed test steps during testing. The device's sensor board was replaced to address the issues.